Event description:
It was reported that during central processing, the long bipolar grasper instrument had a broken tip. The procedure was completing as planned with no reported injury. The long bipolar grasper is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken grip tips to be related to the customers reported complaint. The long bipolar grasper instrument was found to have a broken grip at the midpoint of grip and a piece approximately 0.11 x 0.28" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. No additional damage was observed on the instrument. The root cause of broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video was available for review. A review of the instrument logs for the long bipolar grasper (part number 471400-10/lot number k10220221 0050) associated with this event has been performed. Per the review, the long bipolar grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis investigations: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.